Event description:
It was reported that the deep brain stimulation (dbs) patient experienced cerebral edema, inflammation and swelling 7-10 days after the dbs lead implant procedure. Additionally, the patient presented with cognitive changes such as aphasia, difficulty with mathematics and dysexecutive behavior. Therefore, the patient was hospitalized and treated with dexamethasone for a duration of four weeks. Computerized tomography (CT) scans were performed following the symptom onset. There was no evidence of scalp infection as infection testing revealed negative results. The physician assessed that the suspected cause of the lead edema was a foreign body reaction. The patient has since fully recovered and was discharged from the hospital.

Manufacturer narrative:
Block d2b: additional pro code selection that applies to the indication of this device (nhl). Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7125758, UDI: (B)(4).